Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2017-02851. This report is being submitted as additional information. Investigation closed on 28jun2018 ((B)(4)): a regulatory report will be submitted to report the investigation findings. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years and 5 months. The pump remains in use supporting the patient; however, a portion of the percutaneous lead was received for investigation. The evaluation is not yet complete. Manufacturer's investigation conclusion: the evaluation of the returned portion of the driveline confirmed an issue that could have contributed to the reported pump stoppages. The returned section of the driveline was tested for electrical continuity in the condition that it was received and the test revealed that all wires were electrically intact. The gray tubing of the previous repair kit was removed, and visual inspection of the black shrink tubing revealed no evidence of damage. The remainder of the repair kit was removed and examination of the wires revealed a compromised insulation of the red wire 1 inches from the proximal end of the repair the red wire represents one of the two redundant wires for phase 3. The observed wire damage appeared to be a result of mechanical damage; however, a specific cause for this damage could not be determined. The distal end of the driveline was submerged in a saline bath for ir (insulation resistance) testing to check the resistance of each wire's insulation. The test confirmed the compromised red wire insulation. If the exposed conductors of any of the wires contacted the copper wrap while operating on a tethered power source (such as the power module), the resulting electrical short to ground would have caused the reported interruption in pump function. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that pump stoppage and low speed advisory alarms occurred while the pump was support with a patient cable and the power module. More pump stoppages occurred when the percutaneous lead (driveline) was manipulated. The pump was connected to an ungrounded patient cable and no further pump stoppages occurred. An issue with the driveline was suspected. A driveline replacement was completed on (B)(6) 2017 with no issues. The pump was placed back on a grounded patient cable. No further information was provided.